Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer states treated for the high blood glucose with a manual injection. Troubleshooting was declined because customer did not have the pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.